Event description:
When contacted for follow up information, the healthcare professional reported that the patient had never been seen in their office. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3889-28, serial #(B)(4), implanted: 2009 (B)(6), explanted: unknown, programmer model 3037, serial #(B)(4).

Event description:
It was reported that the patient had difficulty adjusting the stimulation, with indications of the device turning off. The difficulty persisted with the use of the antenna. Additional information has been requested, but was not available as of the date of this report.